Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595 - 2024 - 21736 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Event description:
It was reported the colonovideoscope displayed no image and was displaying scope error code e315. The issue occurred during preparation fur use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.